Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during dwell 4 was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. No user error was suspected therefore no label review was required. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 4. Gts explained that the error indicated a large amount of air had entered into the disposable set. Gts then had the patient close the clamps and cycle power to clear the error. Gts then advised the patient to finish therapy with manual supplies. No injury or medical intervention was reported.